Event description:
On (B)(6) 2015, a gore® viabahn® endoprosthesis was implanted in the left external iliac artery to cover a type 1b endoleak from a cook evar leg extension that was implanted years ago. The original plan was to gain access from the axillary artery, to plug the internal iliac artery, and deploy an unspecified number of gore® viabahn® endoprostheses to cover from the external iliac artery to the iliac artery bifurcation. The femoral access site was not an option due to a prior infection. The most distal gore® viabahn® endoprosthesis was inserted first and when deployment was initiated, some resistance was felt while pulling the deployment line. Originally, the gore® viabahn® endoprosthesis appeared to be fully deployed, however it was not fully deployed, and the deployment line was stuck. Several methods were tried, without success, in an attempt to free the deployment line. Ultimately it was decided to continue the procedure with the deployment line in place. An additional two gore® viabahn® endoprostheses deployed with no further events. The deployment line from the first, most distal gore® viabahn® endoprosthesis remains inside the patient.

Manufacturer narrative:
Concomitant products: (B)(6) 2015 - 0.035¿ amplatzer 260, st. Jude amplatzer plug, 12f delivery sheath, gore-tex suture, 0.35¿ glidewire, angioplasty balloon, 9f delivery catheter and introducer. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remained implanted; although a portion of the deployment line was returned to gore for evaluation. The evaluation is currently in process.

Manufacturer narrative:
The engineering evaluation stated that the following observations were made: two fragments of deployment line were received. A 31cm fragment was tied to a 70cm white monofilament line of unknown composition, not part of the viabahn device. The second fragment measured 64cm. The fragment ends were uniform and appeared to have been cut. The deployment line braiding was uniform. It is unknown what caused the deployment line to be stuck. Based on the device examination performed, no manufacturing anomalies were identified.